Manufacturer narrative:
(B)(4). Device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pump alarmed; it was a non-critical alarm. Interrogation of the pump on (B)(6) 2011 showed "reset occurred" and "pump in safe state"; the pump had reverted to minimum rate. The pump was replaced; pump failure was questioned, as was battery depletion. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to delivery hydromorphone 25 mg/ml and bupivacaine 25 mg/ml.